Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reports two false negative results when testing with the cue covid-19 test for home and over the counter (otc) use. This case is to document one of the false negative results obtained. See (B)(4) for alternate false negative result. Customer reports receiving a false negative result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn: (B)(4), lot: 21618m, reader sn: (B)(4). On (B)(6) 2022, customer had a pcr test performed at a cvs clinic and a positive result was obtained on (B)(6) 2022. Customer states he continued to test positive on binaxnow antigen tests for about a week after the false negative result was obtained (frequency not provided).